Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the depth gauge for 2.7 mm and small screws (p/n: 319.04, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection the device appears to be broken near the shaft. The broken fragment were received with the device. No other visual defects were observed with the device. Device failure/defect identified? Yes. Service & repair evaluation: the customer reported the device was broken. The repair technician reported that the stem of the device is broken off the shaft. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection could not be performed due to post manufacturing defect. Document/specification review since the exact date of manufacture is unknown all the available drawings were reviewed: depth gauge for 2.7mm to 4.0 mm screws: current and manufactured since the exact manufactured date of the sider assembly 319.01 was not identified, the current and the available revision of drawings was reviewed. Slider assembly. Measuring hook. Complaint confirmed? Yes, the device was broken off near the shaft. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for depth gauge for 2.7 mm and small screws (p/n: 319.04, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to the device incorrectly reassembled during the sterilization process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4: device used in a veterinary case - no patient information will be reported. H6: service and repair evaluation: the customer reported the device was broken. The repair technician reported that the stem of the device is broken off the shaft. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure it was noted the depth gauge was broken where the shaft meets the numbered barrel on the inside clam shell bone clamp with speed lock. This report is for one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for complaint (B)(4).